Manufacturer narrative:
The field service representative (fsr) inspected the architect c8000 analyzer, serial number (B)(4) and found that that the cuvette wash pump bellows and high concentration waste pump bellows were worn and needed to be replaced. The fsr replaced the bellows and no additional discrepant result issues have been reported since the service activity was completed. The bellows set was determined to be the likely cause for the issue. A review of the instrument service history revealed no additional service tickets associated with discrepant/erratic results. Additionally, there were no service or complaint issues on or around the date the complaint was initiated that may have contributed to this issue. Tracking and trending data was reviewed and did not identify any trends or systemic issues. Manufacturing documentation was also reviewed and no issues were identified. Labeling was reviewed and sufficiently addresses the customer issue. Based on the investigation, no product deficiency was identified for the bellows or the architect c8000 analyzer.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a falsely elevated architect magnesium result of 2.994 mmol/l was generated for a patient sample that retested at 0.68 mmol/l. No adverse impact to patient management was reported.